Event description:
It was reported that the patient had a sudden vibrating stimulation in the rib area on all the programs used. X-ray confirmed lead migration. The patient was initially scheduled for a lead revision, however, the physician noted a suspicious growth on the leads during the procedure. The physician opted to remove all device components though patient was not showing any signs of infection, and infection was also not confirmed. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7135582.